Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rising blood glucose after changing the insulin cartridge and tubing during a meal, with levels increasing above 360 mg/dl and later exceeding 400 mg/dl before trending down after an infusion set change; the user was using a steel 6 mm infusion set and did not use backup therapy or conduct ketone testing. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose without need for medical intervention. Investigation included troubleshooting and education with monitoring guidance and follow-up calls to confirm downward trends after site change. Investigation of this case revealed no confirmed device malfunction, with cause unclear and a suspected infusion site or delivery issue considered based on response to infusion set replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.